Event description:
This system was returned with oos documentation from biotronik rep. The system was removed due to infection and has not been replaced. Corox otw-s 75-bp: 1028232-2009-00597. Setrox s 45, 1028232-2009-00598. Lumax 340 hf-t, 1028232-2009-00599.